Event description:
The user facility reported to terumo cardiovascular systems that after completion of cardiopulmonary bypass blood was noted to have leaked from the shunt sensor. Less than 2cc blood loss. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo will be submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).